Manufacturer narrative:
The insulin pump passed the rewind and the displacement test. The insulin pump was received with moisture damage to the electronic assembly, corrosion on the motor assembly and vibrator motor, a cracked reservoir tube lip, minor scratches on the display window and a cracked case at the display window corner.

Event description:
The customer reported via phone call indicating that the insulin pump had a moisture damage. Customer's blood glucose was 130 mg/dl. The customer stated that there is fluid under the lcd display. Customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.